Event description:
It was reported that the right atrial (ra) lead had poor sensing and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 680r28 heart ring, implanted (B)(6) 2014; 690r28 heart ring, implanted (B)(6) 2014; product event summary: the full lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. (B)(4).